Event description:
End user's husband called stating that the seat on his wife's 98071 transfer bench has allegedly cracked. There is a 1 - 2 inch crack and the user has to cover it with a washcloth to prevent pinching. No injury. The malfunction has not been confirmed.